Event description:
It was reported that three glides have had the patient centering straps torn at the seams. There was reported patient involvement and an adverse event has been reported for the caregiver.